Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered an unnecessary bolus. Review of pump history with tandem technical support indicated that pump was operating as expected. However, contact maintained that there was an issue. Additionally, it was reported that the customer¿s blood glucose (bg) level was ¿low¿, per cgm meter reading; contact declined further troubleshooting for this issue. Tandem technical support requested a pump data upload; however, multiple follow up attempts were made and the customer did not respond.